Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was driving and he stopped in a clinic because he had high blood glucose. Customer stated that the blood glucose reading was high. Customer stated that his infusion set got caught on the door and pulled out of him and that caused his high blood glucose. Nothing further was reported.